Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and a possible right ventricular (rv) lead fracture was suspected. The ra and rv leads were explanted and replaced. Another rv lead that was previously capped for an unknown reason, was also explanted. No patient complications have been reported as a result of this event.